Event description:
In 2007, the sales representative reported that part of the spring has popped out of the collar of the t-handle. The spring was exposed near the handle. The event date was not reported. This was identified during cleaning in sterile processing. There was no patient contact or operator injury reported.

Manufacturer narrative:
Evaluation is pending.